Manufacturer narrative:
Pump received with broken battery tube thread, broken belt clip slot, corroded battery tube, cracked reservoir tube lip, cracked case near display window corners, stained end cap sticker and minor scratches on display window noted.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose was 400 mg/dl. The customer reported that there was crack around battery compartment and cap did not screwed into insulin pump correctly. The customer treated high blood glucose with insulin pump. The insulin pump will be returned for analysis.